Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The battery icon on the display is showing the correct battery charge indication and is working properly. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level is 340 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.